Manufacturer narrative:
A manufacturing evaluation was completed: the plug-in handle of the bending pliers has sheared off. A small piece of the carbide insert on the right side of the jaw of the same part has sheared off too. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. A product investigation was completed: a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant product drawing was reviewed and no issues were found with the design. The root cause of the complaint condition is unknown. Component has been damaged by normal use, no manufacturing or design issues were noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Although requested, additional information has not been received from the reporter as of the submission date of this report. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the handle of the universal bending pliers was discovered to be broken during routine inspection. It is not known when the handle broke. It was reported that there was no adverse impact to a patient; however, it is unknown if the breakage occurred during a procedure or if there was patient involvement. This report is 1 of 1 for (B)(4).